Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The alleged shutdown was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that pump unexpectedly shutdown prior to the malfunction alarm. There was no reported impact to blood glucose. Reportedly, the customer had manual injections as alternate insulin therapy.